Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and lymphadenopathy.

Event description:
Patient¿s representative reported "swollen lymph node", "leaking", "even more torn", and "pectoral muscle was found thickened... Revealed that it was not cancer but the silicone had infiltrated the pectoral muscle." Fibromyalgia was also reported, but considered not device related. The device has been removed. Right side.